Event description:
(B)(6) clinical trial study. A healthcare professional reported that a patient experienced mild ocular fullness or pressure sensation in the left eye following phacoemulsification and aspiration of cataract + cataract extraction with primary intraocular lens implantation + pars plana vitrectomy with tamponade+intravitreal drug injection+epiretinal membrane peeling+laser photocoagulation for retinal detachment+vitreous fluid air exchange and retinal reattachment surgery. No measures were taken, patient recovered. Update december 29, 2025: lot number updated to 406405, same master lot as 406501.

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406405 confirmed the product as c3f8 and meets all release criteria.

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets. All release criteria.

Event description:
(B)(6) clinical trial study a healthcare professional reported that a patient experienced mild ocular fullness or pressure sensation in the left eye following phacoemulsification and aspiration of cataract + cataract extraction with primary intraocular lens implantation + pars plana vitrectomy with tamponade+intravitreal drug injection+epiretinal membrane peeling+laser photocoagulation for retinal detachment+vitreous fluid air exchange and retinal reattachment surgery. No measures were taken, patient recovered.